Manufacturer narrative:
The complaint is not confirmed. No flowrate or pressure discrepancies were observed. The unit passed all bench tests before or after conducting a four-hour burn-in verification test.

Manufacturer narrative:
The complaint is not confirmed. No flowrate or pressure discrepancies were observed. The unit passed all bench tests before or after conducting a four hour burn-in verification test.

Event description:
It was reported that the pump is not maintaining consistent pressure. There was no patient injury and the pump was used to complete the case.